Manufacturer narrative:
The customer-reported compressor cycling on the companion 2 driver was confirmed via review of the driver's alarm history and was reproduced during investigation testing. The root cause of the compressor cycling was determined to be a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited compressor cycling, it continued to perform its life sustaining function. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited compressor cycling when connected to wall air while supporting a patient. The customer also reported that the patient was switched to a back up driver without any adverse patient impact.